Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the complaint was not confirmed by failure analysis. During visual inspection, there was no physical damage. There was no problem detected. Instrument passed electrical continuity test in both grips. The instrument was fully functional. No product issue was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the force bipolar instrument was disconnected from the shaft. The jaws came out of the socket and the instrument release kit (irk) was unable to be used since it was disconnected. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the instrument was safely removed through the cannula and no extra incision was made. The instrument was released from the arm through the normal release buttons.